Manufacturer narrative:
This event was inadvertently filed. This event is not reportable.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer forgot to perform the fill tubing sequence when loading on new pump supplies onto the pump resulting in air being delivering instead of insulin. Customer's blood glucose (bg) was 308 mg/dl. Customer administered a correction bolus to address bg. Reportedly, customer performed fill tubing sequence and resumed insulin delivery.